Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 1055 mg/dl at the time of incident. The customer stated that the emergency medical services treated the high blood glucose. The customer stated that they ran out of insulin. The customer stated that the date of the hospitalization was (B)(6) 2016. The customer stated that they were wearing the insulin pump at the time of hospitalization. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.